Event description:
Per the fse, the customer reported that the system froze (locked up). This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors in mainframe were evaluated and reseated. The system software was reloaded. The system was tested and found to be working as intended and returned to service.